Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient underwent placement of percutaneous endoscopic gastrojejunostomy (peg j) tube by interventional radiology. On (B)(6) 2016, the patient was hospitalized due to abdominal pain. On (B)(6) 2016, the patient had a diagnostic laparotomy, no injuries were found inside. The surgeon reported the patient had air and stool in his abdomen. CT scan of abdomen was done and confirmed placement of the peg j tube. She stated the patient was treated with unknown laxatives, dilaudid and morphine.